Event description:
Posterior medial aspect of the first poly didn't sit down all the way. As per sales rep, there was a 15 min delay.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon ps insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the subject device was not returned. Medical records received and evaluation: not performed as no medical records were provided. A 15 minutes surgery delay was reported. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Posterior medial aspect of the first poly didn't sit down all the way. As per sales rep, there was a 15 min delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.